Manufacturer narrative:
The product cannot be returned as the tip was discarded after the treatment. The plant evaluation is underway.

Event description:
It was reported on the adverse event website that a patient complained that she was treated with a thermage tip for an eye treatment a month prior to the date of this report, to which the patient believes to be a burn to the cornea. Based on the information that the patient provided, she has continued treatment for corneal burns with an ophthalmologist (no details about the treatment was provided). The patient said she has both an eye picture and a diagnosis from an ophthalmologist but refused to provide information regarding the claim. Based on the information from the sales rep who visited the dermatology clinic where the patient had the thermage treatment, the doctor said there was nothing special about the procedure and the eye shield was worn normally. The procedure was performed under anesthesia and there were no other complaints from the patient on the day of the treatment. But the next day, the patient inquired about the pain so she was informed by the treating doctor to visit ophthalmology. The treating dermatological physician believes this incident to be considered an abrasion and not a burn.

Manufacturer narrative:
No details about the system, handpiece, or the tip were provided. The thermage flx tip was discarded; therefore, no evaluation was able to be performed. It was reported the patient was placed under anesthesia. The patient should never have been placed under anesthetics during the thermage flx treatment. The customer must be alert and provide the required feedback during the treatment. Patient feedback regarding their perception of heat or discomfort during the procedure is an essential input to guide the operator in determining safe and effective treatment levels. According to the thermage flx safety risk assessment, corneal abrasions are a known possible complication of treatment. Solta medical provides safety considerations in the thermage flx user manual when treating the eyelids. Users must follow procedural instructions so the treatment is performed in a safe manner. Solta medical emphasizes that only plastic ocular shields with proper sizing must be used during thermage flx treatments in order to prevent serious eye injuries from the thermal effects of the radiofrequency energy used by the system. Ocular shields are not provided by solta. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is required.

Event description:
It was also reported by the patient that the ophthalmologist said that the cornea could peel off by blinking similar to when it was first injured, and the symptoms of corneal erosion are possible.